Event description:
It was reported that the customer received motor error alarms. The customer's blood glucose level was 126 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force senor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. The motor passed motor test. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.